Event description:
Boston scientific received information that his right ventricular lead exhibited loss of capture post implant. The patient was brought in for examination and x-ray and it was noted there was a perforation present, but no effusion. As a result the rv lead was explanted. To date, no additional adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Date of explant was not provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.